Event description:
It was reported "the luer-hub (brown) was falling off from extension line" during use. No patient harm was reported. The catheter was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the luer-hub (brown) was falling off from extension line" during use. No patient harm was reported. The catheter was replaced. The patient's condition is reported as fine.

Event description:
It was reported "the luer-hub (brown) was falling off from extension line" during use. No patient harm was reported. The catheter was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned a non-arrow connector tubing (not provided within the reported finished kit), a separated proximal luer hub, and a photo showing what appears to be a 3-lumen cvc within a patient. Analysis of the photo revealed that the proximal luer hub had become separated from the extension line , which contradicts the customer report that the distal luer hub (brown hub) had separated. Visual analysis of the returned luer hub confirmed that it had become separated from the proximal extension line. Microscopic examination confirmed the damage and revealed that a portion of the extension line was still molded within the luer hub. Despite this, visual analysis cannot be officially performed on the entire catheter as it was not returned for analysis. Functional analysis could not be performed as part of this complaint investigation as the remainder of the catheter was not returned. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line/luer hub separation was confirmed through complaint investigation of the returned luer hub and photo. Visual analysis of the hub revealed that the extension line had separated directly adjacent to the proximal luer hub. The photo also confirmed the separation. Despite this, a full visual/dimensional/functional analysis cannot be performed on the entire catheter as it was not returned. A device history record review was performed, and no relevant findings were identified. Based on the customer report , and the fact that the entire catheter was not returned, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.